Event description:
It was reported the device was "malfunctioning." It was stated the device was not providing therapeutic benefit. It was noted the patient had an appointment with their healthcare provider and manufacturer representative where there will be an attempt to reprogram the device. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-28, lot# va01gb9, implanted: (B)(6) 2013. Product type: lead. (B)(4).